Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 kept shutting off too easily, it was not fully resetting even after waiting two minutes, it would still shut down too soon. The reported kit was used to complete the procedure. There were no pt effects. The product was discarded.